Event description:
On (B)(6) 2012, it was identified that maquet sas demo cardiohelp (serial number (B)(4)) does not work when the unit is connected to dc power supply. Additionally, the batteries will not charge and the battery led is not lit. No issues were observed with the ac connection. (B)(4).

Manufacturer narrative:
(B)(4). Cardiohelp (serial number (B)(4)) was received by the maquet (B)(4) service center for repair. Per service report (B)(4), the unit was tested and no errors or defects were identified.(B)(4).